Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B1: remove product problem: replace with: both b5: add: the patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available. H1: remove malfunction, replace with: serious injury h6: clinical code: remove e2403: replace with e1024 h6: impact code: remove f26: replace with f12 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this occurred on an unspecified date "a couple of months ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set was leaking after the twist clamp was closed. This was further described as ¿having closed their transfer set twist clamp, and applied a minicap but that pd fluid was leaking from the line¿. This was identified upon disconnecting from the peritoneal dialysis (pd) system. There was no report of patient injury or medical intervention associated with this event. No additional information is available.